Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4). Product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for spinal pain. It was reported the consumer was ¿having some problems¿ because they were having a hard time with charging lately. It was further reported the implant ¿acted like it was full when it shouldn¿t be,¿ and the consumer knew something was different because they were on high dose programming and charged about five hours a day. Each time the consumer charged the implant the implant showed full or nearly full even though they felt the device had been on during this time. During the call the consumer connected with the recharger which showed it was taking a charge like normal with only a little bit of the battery being depleted. It was recommended the consumer monitor the battery level and follow-up with the healthcare provider (hcp) to have the device checked if they felt there was an issue. In addition, the consumer reported they were unable to turn stimulation on or off or adjust the level of stimulation with the programmer or the recharger even though they were still able to change programs. It was noted the consumer noticed stimulation was in a little bit of a different spot than it usually was as of (B)(6) 2017. During the call the consumer could toggle stimulation on/off with the recharger and adjust stimulation using the programmer however they were unable to turn stimulation off using the programmer due to a non-functioning sync button. There were no traumas or falls reported related to this issue. No further complications were anticipated.